Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the unknown scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Attempts were performed to obtain additional information, the customer response received stated the information was that a scope tested positive in the past, and there was no detailed information. Should additional relevant information become available, a supplemental report will be submitted.